Manufacturer narrative:
(B)(4) date sent: 2/10/2016. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4) the analysis results showed that one gst60w reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the cartridge was received not sterile. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory.

Event description:
It was reported that during a laparoscopic appendectomy procedure, they attempted to load the reload into the stapler but it would not fit. They said the reload from the package was an ecr60w instead of the ecr45w they opened. The packaging reads ecr45w and the lot number provided was confirmed to be the lot number for an ecr45w. The case was completed with a new device that was an ecr45w. There were no patient consequences reported.